Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the patient end connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after being used for one to two weeks. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint expiratory limb of the rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that the straight connector on the expiratory limb was cracked across the entire length of the collar. A lot check revealed no other complaints of similar nature for lot date 131029. Conclusion: we were unable to determine what has caused the connector to crack. However, please note that our user instructions clearly specify that the circuits are for a 7 day use only; the complaint states this fault was found after one to two weeks of use. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for one to two weeks prior to the observed cracking. This suggests that the complaint circuit was within specification prior to being released for distribution. The user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "This product is intended to be used for a maximum of 7 days."